Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any warnings or alarms related to the complaint. The last bolus was delivered 4 days after the complaint date and the last basal was delivered 5 days after the complaint date. The total daily delivery added up correctly and reflected the user programmed basal rate. The pump powered up and functioned properly. No tactile issue was observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were completed and recorded properly. The pump delivery accuracy was within specifications. The reported inaccurate delivery issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported issue, the battery compartment was found to have cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 300 mg/dl with nausea and not feeling well. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with no recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter alleged that there was an inaccurate delivery issue since about 4 months ago. Review of potential causes for inaccurate delivery determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes of perceived inaccurate delivery issue and causes for bg issue did not identify any specific issues. The reported inaccurate delivery issue was not resolved with troubleshooting. The reported hyperglycemia does not meet the criteria for a serious injury. This complaint is being reported based on the allegation of a delivery issue of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.